Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported that after a patient was injected in the cheeks with one syringe of juvéderm voluma® xc the patient reported tenderness, swelling, ¿firm cheeks¿, warmness, itchy eyes after they had lashes placed, and nodule by the tear trough. The injector first suspected a sinus infection, but then thought it was a delayed hypersensitivity reaction. Treatment is noted as cipril, antibiotics, warm compresses, and two rounds of prednisolone (medrol dose pak). It¿s noted that once the patient went off the prednisolone ¿the firmness, swelling, itching, pain, and masses all return.¿ events are ongoing at this time. Patient was concomitantly injected with juvéderm® ultra plus and it was noted that this product ¿had no problems.¿